Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.

Event description:
The customer reported, "fluoro is not working. No image appears on the screen." Loss of x-ray functionality - there is no report of patient injury or death.